Event description:
It was reported that the longevity on this pacemaker had decreased from 1.5 years remaining to less than 0.5 years remaining within a six month time period. A device replacement procedure was scheduled. Boston scientific technical services (ts) recommended returning the device for product analysis to determine the reason for the decrease in battery status. Ts also discussed the many factors that can contribute to a change in battery status; including changes to device programming, prolonged telemetry session or retry mode. No adverse patient effects were reported.